Manufacturer narrative:
Mindray service representatives replaced the elan switch which resolved the issue.

Event description:
Customer reported an issue with the panorama central station where data gaps were seen on all channels. No pt injury was reported.